Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a cannula infusion set, reaching a highest blood glucose of 314 mg/dl after dinner, and performed an additional meal announcement without eating, which prompted education on avoiding insulin stacking; tubing was primed with visible drops and no leaks or kinks were reported, and a full supply change was completed with insulin delivery temporarily stopped. Symptoms included elevated blood glucose. Outcomes included glucose returning to range at 142 mg/dl. Investigation included review of device data and troubleshooting of the infusion set and tubing. Investigation of this case revealed no device malfunction observed, appropriate automated correction dosing by the ilet, and user technique concerns related to duplicate meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear with potential contribution from user technique and glycemic variability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.